Event description:
During an attempt to treat a lesion in the common iliac using assurant cobalt, it was reported that the device would not cross lesion. The physician pulled the device back into the sheath out of the patient. Physician then examined the device and noted the stent strut was deformed. There was no injury to patient.

Manufacturer narrative:
Evaluation results: (no device received for evaluation). (Based on the information available no root cause can be determined). No results available since no evaluation performed (device not returned). Evaluation conclusion: unable to confirm complaint (no device received for evaluation). (B)(4).